Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of pacing due to a possible lead fracture. It was noted that the loss of pacing resulted in the patient experiencing severe bradycardia. The patient required admission to the critical care unit and emergency implant of a temporary implantable pulse generator (ipg). The rv lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.